Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at st. Joseph health reported someone had turned the cns-9701a (mu-971ra sn: (B)(6) off and upon boot up, the cns was not allowing them to get into the software. The cns was reported to say "protect keys not connected". Customer was advised the message usually meant the dongles were not connected to the back of the cns tower. Service requested/performed troubleshooting with the dongles was eventually able to resolve the issue. Software upgrade was provided to eliminate need for dongles. Investigation result the cns warranty began (B)(6) 2008. Approximate age of the cns at time of reported issue is 11 years. Review of device sap history found no previously reported issue with dongles or message "protect keys not connected". The cns-9701a model was discontinued on (B)(6) 2011 in mbg-111114 due to the introduction of cns-6201a central station. Support for the unit continued for a minimum period of seven years. The issue occurred well beyond the product discontinuance and promised support period. Unit was not returned to nka for evaluation and root cause could not be determined. Nka support assisted customer in updating device software to eliminate the need for dongles. No further issues have been reported for the cns. D11 & c2: concomittant medical device information: six bsm-6501a (mu-651ra) units, no serial number was provided.

Event description:
The biomedical engineer (bme) reported that the ups for the central nurse's station (cns) was having issues and was beeping, so someone turned the unit off. When the cns was booted back up, the splash screen would not come up and the cns software would not initiate.

Manufacturer narrative:
The biomedical engineer (bme) reported that the ups for the central nurse's station (cns) was having issues and was beeping, so someone turned the unit off. When the cns was booted back up, the splash screen would not come up and the cns software would not initiate. A "protect keys are not connected" message was displayed on the screen. They reseated the dongles and rebooted the system in a variety of ways, and the system eventually came back up. The customer didn't think it had anything to do with the dongles and stated that "it's just a really old cns" and something might be going out. They will try a software upgrade to avoid future issues. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: six bsm-6501a (mu-651ra) units, no serial number was provided.

Event description:
The biomedical engineer (bme) reported that the ups for the central nurse's station (cns) was having issues and was beeping, so someone turned the unit off. When the cns was booted back up, the splash screen would not come up and the cns software would not initiate.